Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in (B)(6) 2020. The patient experienced urinary tract infection and required antibiotics. Additional information received on march 20, 2023: it was clarified by the physician that the patient did not experience urinary tract infection (uti).

Manufacturer narrative:
Block b3: date of event: the exact date is unknown; however, it was reported that the event occurred in august 2020. Block d4, h4: the complainant was unable to report the device suspected upn and lot number; therefore, the manufacturer date and expiration date are unknown. Block h2: additional information: block b1 (adverse event/product problem), b5 (describe event or problem) and h6 (patient code and impact code) have been updated to capture that this event will no longer be reportable.

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a left percutaneous nephrolithotomy procedure performed in august 2020. The patient experienced urinary tract infection (uti) and was given antibiotics.

Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in august 2020. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacturer date and expiration date are unknown. (B)(4).